Event description:
It was reported by the customer that their insulin pump was alarming failed battery test. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarms after they have inserted new batteries. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states device continued to alarm. Customer's blood glucose level was 435 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.